Event description:
The customer reported having a frozen screen and low reservoir alarm. The customer stated that when she pressed the activate button, the numbers started ramping up. The customer removed the battery for a few minutes and then she had a low reservoir alarm. Advised the customer to let the insulin pump rests for two hours. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.